Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that the bearings were worn out and loose creating a situation where the cutter was not able to be inserted. This is because the bearings were no longer in axial alignment therefore not allowing the cutter to pass through. The assignable root cause was determined to be due worn out bearings from normal wear from normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from switzerland that during service and evaluation, it was observed that the attachment device bearings were damaged. It was further noted that the device did not work at all, the ball bearings fell apart, there were missing balls and the cage was absent. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.